Event description:
Customer reported the nurse in sicu hung a mag sulfate secondary to infuse over two hours but found it infused in 1 hour. When the nurse later hung a potassium phosphate secondary infusion on the same tubing set up, he noted it appeared to be free flow and was backing up into the primary bag. The pt had no adverse effect and no medical intervention. No further pt event info is available.

Manufacturer narrative:
(B)(4). Event location: (B)(6). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval is completed.